Event description:
It was reported that patient was unable to deflate the device. He underwent a surgical procedure to explant his ambicor penile prosthesis (app). All components were explanted and a new inflatable penile prosthesis (ipp) was implanted. No adverse patient effects.